Event description:
During the follow-up of (B)(6) 2015, frequent ventricular oversensing was observed. Inappropriate atp therapies were delivered. Preliminary analysis confirmed the reported event. It was likely caused by a rv lead issue (non-sorin) or lead/ICD connection issue. Patient care recommendations have been provided (re-intervention for rv lead replacement and ICD battery check).

Event description:
During the follow-up of (B)(6) 2015, frequent ventricular oversensing was observed. Inappropriate atp therapies were delivered. Preliminary analysis confirmed the reported event. It was likely caused by a rv lead issue (non-sorin) or lead/ICD connection issue. Patient care recommendations have been provided (re-intervention for rv lead replacement and ICD battery check).

Manufacturer narrative:
Device was reportedly explanted on (B)(6) 2015.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
During the follow-up of (B)(6) 2015, frequent ventricular oversensing was observed. Inappropriate atp therapies were delivered. Preliminary analysis confirmed the reported event. It was likely caused by a rv lead issue (non-sorin) or lead/ICD connection issue. Patient care recommendations have been provided (re-intervention for rv lead replacement and ICD battery check).

Manufacturer narrative:
.

Event description:
During the follow-up of (B)(6) 2015, frequent ventricular oversensing was observed. Inappropriate atp therapies were delivered. Preliminary analysis confirmed the reported event. It was likely caused by a rv lead issue (non-sorin) or lead/ICD connection issue. Patient care recommendations have been provided (re-intervention for rv lead replacement and ICD battery check).

Event description:
During the follow-up of (B)(6) 2015, frequent ventricular oversensing was observed. Inappropriate atp therapies were delivered. Preliminary analysis confirmed the reported event. It was likely caused by a rv lead issue (non-sorin) or lead/ICD connection issue. Patient care recommendations have been provided (re-intervention for rv lead replacement and ICD battery check).

Manufacturer narrative:
The report was missing in attachment in the previous follow up MDR.

Event description:
During the follow-up of (B)(6) 2015, frequent ventricular oversensing was observed. Inappropriate atp therapies were delivered. Preliminary analysis confirmed the reported event. It was likely caused by a rv lead issue (non-sorin) or lead/ICD connection issue. Patient care recommendations have been provided (re-intervention for rv lead replacement and ICD battery check).

Manufacturer narrative:
It was reported that patient met the physician on (B)(6) 2015 and decision was made to schedule a reintervention. As of (B)(6) 2015, no date had been confirmed for the reintervention yet.

Event description:
During the follow-up of (B)(6) 2015, frequent ventricular oversensing was observed. Inappropriate atp therapies were delivered. Preliminary analysis confirmed the reported event. It was likely caused by a rv lead issue (non-sorin) or lead/ICD connection issue. Patient care recommendations have been provided (re-intervention for rv lead replacement and ICD battery check).